Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. It was confirmed by x-ray and follow-up testing and with fluoroscopy during the reposition procedure. A new lead was implanted successfully. No additional adverse patient effects were reported.